Event description:
It was reported that the patient received inappropriate therapy due to rv lead dislodgement. It was noted that the patient has twiddlers syndrome. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.